Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as the product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is month of (B)(6) 2017. Customer takes her blood tests fasting. The meter memory was reviewed for previous test result history: the 138mg/dl (B)(6) 2017 08:17 am fasting:yes, the 153mg/dl (B)(6) 2017 10:40 pm fasting:yes, the 127mg/dl (B)(6) 2017 07:22 am fasting:yes, the 153mg/dl (B)(6) 2017 10:17 pm fasting:yes, the 124mg/dl (B)(6) 2017 06:33 am fasting:yes. Memory concerns: customer is concerned with results of 153 and 153 mg/dl in the meters memory